Event description:
Reporter alleged the blood glucose monitoring device has melting and damage on the its base. Reporter stated being unsure when the alleged incident occurred and cleans the meter with disinfecting cloth or alcohol wipes. Reporter indicated the device was cleaned within the last week and there was no damage to anyone or property as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.